Event description:
The customer reported being hospitalized for high blood glucose and infection. The blood glucose reading was 566 mg/dl. The customer stated that her high blood glucose was most likely due to an inactive insulin. Checked histories and programming settings on the insulin pump and they were accurate. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.